Manufacturer narrative:
E1 continued: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that during an unspecified procedure the sonicbeat's tissue grasping insulation pad peeled off. The customer switched to the same product and completed the procedure. There was no detachment in the body. There was no patient injury or medical intervention associated with this event.